Event description:
It was reported that during a procedure to treat a lesion in the internal iliac artery, the stent detached from the balloon during the attempt to cross the device through a pre-existing stent in the iliac artery near the aortoiliac bifurcation. Several attempts were made to recapture or expand the detached stent; however, they were unsuccessful and the efforts resulted in movement of the detached stent to the contralateral sfa. The balloon was readvanced and inflated to compress the stent against the sfa wall. The lesion was treated with balloon angioplasty. There was no reported pt injury.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unk. The device was not returned. The complaint investigation is inconclusive for pt detachment. The definitive root cause could not be determined based upon the available info is unk if pt and/or procedural issues contributed to the reported event. The stent/catheter/sheath/guiding catheter should be removed as a single unit - the stent cannot be re-positioned after is fully deployed.